Event description:
Diabetes educator reported hospitalization due to high blood glucose. The current blood glucose reading is 172 mg/dl. Caller stated that the insulin pump was stuck in a rewind loop. The blood glucose reading during the event was 863 mg/dl. Diagnosed diabetes ketoacidosis. Customer experienced shock and hypoglycemia. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.